Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a single luer connector from lot 32306 failed to function, preventing attachment during a supply change, and the user resumed therapy after opening a new box from a different lot. Symptoms included no adverse clinical effects. Outcomes included no changes to therapy beyond replacing the component and no medical intervention. Investigation included troubleshooting and education performed by support personnel. Investigation of this case revealed a malfunction of a luer connector consistent with a component failure limited to one unit, with successful resolution upon replacement. It was concluded, based on previously established findings for similar reports, that the cause was an isolated device component failure.